Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was not performed as the product returned was not the alleged device.  The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.